Manufacturer narrative:
Investigation under (B)(4) is on going. (B)(4). Visual inspection of the lens showed surgical residue and lens was stuck in the cartridge.

Event description:
The surgeon attempted to implant a silicone lens model aq2003v and was damaged. The lens was not implanted and there was no patient contact. It is unknown if a product malfunction occurred.